Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 500 mg/dl at the time of incident. Customer stated that he changed the infusion set because he was running a high blood glucose and it continued to go up so he changed it again and it was going down now. Customer reported that the infusion set cannula was bent. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.